Event description:
The following was reported by the attorney for the pt: (B)(6) 2004: the pt underwent repair of a ventral hernia with composix mesh. On (B)(6) 2008: the pt was hospitalized and was found to have a bowel perforation. The pt underwent additional hernia surgery. The attorney alleges the pt has suffered physical pain, harm, disfigurement, and was seriously and permanently injured.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The attorney did not allege a specific device failure and medical records have not been provided. Additionally, no product identifiers were provided and no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.